Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of blood reflux was confirmed, and the cause appeared to be related to use of the device. One 4fr s/l powerpicc catheter was returned for investigation. The PICC revealed evidence of use. The extension leg tubing revealed deformation from repeated clamping and/or kinking. Residue was observed on the clamp, extension leg tubing, molded wing, and catheter tubing. A functional test revealed that fluid could bypass the clamped extension leg tubing when the clamp engaged over a point where the extension leg tubing exhibited deformation from repeated clamping and/or kinking. A microscopic examination of the inner lumen wall of the extension leg tubing revealed longitudinal creases and deformation on the inner lumen wall at in the area of repeated clamping and/or kinking. It is through these creases that fluid may have passed when the clamp was closed over the extension leg tubing. It is unknown how long the PICC was used, but the evidence of use and deformation suggest that the extension leg was damaged over time with repeated clamping and/or kinking. Other contributing factors, such as material fatigue, may have been involved. The product IFU indicates that placement or securement of the catheter where kinking may occur should be avoided. The IFU indicates that the catheter should be capped and also cautions to always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline in order to reduce potential for blood backflow into the catheter tip. The functional test also revealed a leak near the 16cm depth mark. A slit in the circumferential direction of the tubing was observed with sharp edges. The adjoining surfaces of the slit catheter were striated, which is consistent with sharp instrument damage. It is possible that the catheter was nicked after or at the time of removal. A lot history review (lhr) of rebn0820 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC removal that the catheter reflowed blood constantly towards the proximal end while it was clamped. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0820 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC removal that the catheter reflowed blood constantly towards the proximal end while it was clamped. No patient injury reported.